Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, unexpected restart and self tests. The pump passed all operating currents and passed the off no power test. The pump was monitored and tested with no unexpected battery out limit or blank display noted. The pump had broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corner, a missing end cap sticker, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 445 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they woke up in the middle of the night and the device was not working. The customer stated that they needed to wrap tape around the battery compartment because the threading was broken. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.